Manufacturer narrative:
Batch review performed on 29 apr 2019: lot 146950: (B)(4) items manufactured and released on 13-jan-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, all the items of this same lot have been already sold without any other similar reported event. Preliminary investigation performed by medacta hip r&d project manager: preliminary visual inspection: implant covered in bi-fluids. No particular signs emerge. It is not possible to determine an implant-related failure root cause. Clinical evaluation performed by medacta medical affairs manager: partial hip revision surgery occurred 4 years after cementless total hip arthroplasty in a heavy ((B)(6) kg) (B)(6) year old man. Radiographic image provided shows the presence of radiolucent lines around the stem and signs of stress shielding. Aseptic loosening is a possible literature described adverse event after cementless tha and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed, more than 4 years after primary surgery (the month and the day of the primary are unknown), due to stem loosening with radiolucency. Stem and head revised successfully.